Event description:
It was reported that the right ventricular (rv) lead experienced no capture, including at "highest output." The rv lead was electrically abandoned; the patient continues to have ventricular pacing via the left ventricular (lv) lead, an "additional" rv lead will be placed. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The event information reasonably suggests that model 383059, serial number (B)(4) remains implanted in the patient.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.